Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported failure for probe breakage was confirmed. The teflon pad was found partially split in a cross direction exposing metal. There was evidence of char marks on the teflon pad. The distal end of the device was inspected under a microscope and found approximately 13mm of the probe is detached and returned. Due to the probe breakage, the probe and switches could not be tested. The wiper movement has some minor restriction due to tissue build up. No other non-conformities were observed. The root cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The root cause for the damaged teflon pad is most likely attributed to no tissue or insufficient tissue between the probe and jaw when the device was activated. The instruction manual contains several warning statements in an effort to prevent probe damage. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the probe broke while inside the patient. The doctor removed the broken probe. The procedure was completed using a different but similar device. There was no patient injury reported.